Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels elevated and reached 800 mg/dl. Customer treated elevated bgs by administering manual injections. Customer also removed the pump and reverted back to manual injections.